Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air-water cylinder (tube) contains foreign objects. The air water-tube had foreign objects. Based on the investigation results, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope presented a shutdown. The issue occurred during a diagnostic procedure and was completed with an olympus backup device. There were no reports of patient harm.